Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an alert 4 and that a profile was erased. Reportedly, the user stated that when this event happened, it caused their blood glucose (bg) level to go low. The user reported a bg level of 51 mg/dl. The user addressed bg level with glucose tabs and orange juice. It was confirmed that the user had an alternate method of insulin delivery available.